Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and delivery accuracy test at 0.08755 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart. Error test. Unit alarmed motor error during the occlusion test due to faulty fsr (gold). Unit had missing address/serial number label, missing end cap sticker, minor scratched display window, cracked display window, cracked case at display window corner and a partially broken off reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.